Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event the tip was deformed (rusted or burned) is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. Hence, the file is reassessed and downgraded to non-reportable. No further reports will be submitted under mfg report num. 2028159-2026-00237. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery, the tip of the ophthalmic entry system was deformed. There was no patient harm.